Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, an rfa procedure was completed (B)(6) 2016 with no complications, injuries or issues. The patient checked in to the ER (B)(6) 2016 with fatigue and was pale and weak. Stool heme was negative. The patient was diagnosed with anemia with a mean hemoglobin of hgb 8.8. The patient was placed on iron therapy and received repeat egd (B)(6) 2016. No endoscopic evidence of barretts. Esophageal biopsies completed biopsies taken within d2 to rule out celiac. Hgb 15.8 on (B)(6) 2016. No other known adverse events were reported.